Manufacturer narrative:
The device involved in the event has not been returned for evaluation.

Manufacturer narrative:
The catheter was returned for evaluation and the distal marker band was found to be crushed. The cause of the damage could not be determined. (B)(4).

Event description:
Treatment of an avm (arteriovenous malformation). On (B)(6) 2014, the patient underwent onyx embolization treatment. During the procedure, it was reported the distal marker band of the marathon and guidewire were not aligned as it was advanced through a curve in the blood vessel. The physician decided to remove the marathon and guidewire as a whole and discovered that the tip of the marathon was broken. The catheter tip was also removed from the patient. Another marathon was used to complete the procedure. It was reported the patient was discharged no patient injury was reported as a result of the procedure.